Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery the surgeon noticed that the robot arm did not undergo the final axial movement and was positioned too far from skin. The surgeon also noticed that the software would not provide a distance to target value. The field service engineer suggested to drive the robot arm to the home position and repeat the procedure, but the issue appeared again. Finally the software was re-started and no more issues were noticed.

Manufacturer narrative:
The design defect at the origin of the subject event is being escalated to a field action, reference 3009185973-08-28-2019-001-c.

Event description:
It was reported that during the surgery the surgeon noticed that the robot arm did not undergo the final axial movement and was positioned too far from skin. The surgeon also noticed that the software would not provide a distance to target value. The field service engineer suggested to drive the robot arm to the home position and repeat the procedure, but the issue appeared again. Finally the software was re-started and no more issues were noticed.

Manufacturer narrative:
The investigation performed on the surgery data log file pointed out that the issue was due to a residual software bug already known.